Event description:
The complainant alleged that during initial inspection of the device, the device failed to turn on with battery power. The complainant indicated that there was no patient involvement in the reported malfunction.